Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlir. Neither the device or any imaging could be provided for evaluation. Additional information provided that after final tightening, the surgeon could still rotate the rod holder significantly. It was confirmed through post-operative imaging that the appropriate length rod was used. No determinations could be made as to the cause of the reported issue. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.

Event description:
It was reported that a revision surgery was needed to replace (2) creo mis locking cap that came loose 4 months post operatively.